Manufacturer narrative:
Internal components were evaluated which revealed the presence of worn rotor and bearings.

Event description:
Customer stated that during testing the device operated automatically without user activation. There was no patient involvement and no adverse consequences alleged with this event.